Event description:
A perforation and/or an aortic dissection were noted, procedure cancelled. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation procedure. During the procedure, the user mentioned that the patient had a pfo closure device, and thus, transseptal was attempted below the device. Transseptal was performed with the versacross rf wire and the wire went straight up, seeming to be in the aorta. However, when checked using ice, the wire did not appear to be in the aorta. In addition, the aorta on ice appeared to be smaller than previous views, as if something was compressing the posterior wall. The physician then pulled back the wire and re-attempted to cross in a similar view as prior (mitral view), and this time the wire behaved as if it was in the pericardial space. The wire was pulled back again, and a tee was called, which is unfortunately relatively inconclusive, but still indicated some concerns. A computerized tomography (CT) scan was then performed in order to further determine what had happened and the procedure was cancelled. Patient has been hospitalized. Product is not expected to return for analysis (disposed) the physician stated that the versacross kit performed as per normal, the wire appeared to go to the left atrium on both transseptal crossings, however fluoroscopy suggested otherwise.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information is in progress, but it was not available yet. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained as of yet.

Manufacturer narrative:
Due to additional information, this supplemental report is being filled for the updated fields adverse event/product problem (b1), describe event or problem (b5) in section b - adverse event/product prob; patient codes and device codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only. Also, a correction was done on the field outcomes attrib to adv event (b2), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
A perforation and/or an aortic dissection were noted, procedure cancelled. It has been reported that a versacross connect access solution kit for faradrive was selected for use for a pulmonary vein isolation procedure. During the procedure, the user mentioned that the patient had a pfo closure device, and thus, transseptal was attempted below the device. Transseptal was performed with the versacross rf wire and the wire went straight up, seeming to be in the aorta. However, when checked using ice, the wire did not appear to be in the aorta. In addition, the aorta on ice appeared to be smaller than previous views, as if something was compressing the posterior wall. The physician then pulled back the wire and re-attempted to cross in a similar view as prior (mitral view), and this time the wire behaved as if it was in the pericardial space. The wire was pulled back again, and a tee was called, which is unfortunately relatively inconclusive, but still indicated some concerns. A computerized tomography (CT) scan was then performed in order to further determine what had happened and the procedure was cancelled. Patient has been hospitalized. Product is not expected to return for analysis (disposed). The physician stated that the versacross kit performed as per normal, the wire appeared to go to the left atrium on both transseptal crossings, however fluoroscopy suggested otherwise. It was further confirmed that the dilator was not advanced over to left atrium before confirming the wire was in a pulmonary vein, or in a safe area for crossing to the la. There was difficulty viewing a good tsp window for the dilator on ice, and there was noticeable tenting in said window. The patient had a pfo closure device, and when first tried to cross, there was a clear window below the pfo closure device that was also anterior towards the coumadin ridge. After the first failed attempt to cross, the tenting was not as visible anymore. Rf was applied 3 times to the same wire: 1 for the first crossing, 2 for the second crossing, and a 3rd failed attempt because duomode was flipped to mapping instead of generator. There was an aortic hematoma. No excessive force was applied, but wire may have been pushed quickly, but watched on ice as it appeared to go into the left atrium. The act was therapeutic during the procedure. The patient was kept overnight for observation, was doing okay and stable and went home.